Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that emergency medical services was dispatched due to hypoglycemia on (B)(6) 2021. The customer¿s blood glucose level was 50 mg/dl at time of incident. Another blood glucose level was 232 and 236 mg/dl. The customer was assisted with troubleshooting. The customer was treated with food and candy. The customer also experienced high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer alleged that insulin pump was over delivering due to it was giving too much insulin. Customer stated that they performed displacement test and self test. Insulin pump passed it. The device will be returned for analysis.